Manufacturer narrative:
Manufacturer's investigation conclusion: the report of bleeding around the apical cuff and pump could not be confirmed. The customer reported that the pump was implanted via a full sternotomy using the standard sized apical cuff. During the surgery, bleeding was observed around the pump and cuff. The surgeon reinforced the pump with heavy ties to address the issue. Review of the manufacturing documentation found no deviations from manufacturing or quality assurance specifications. The cause of the blood leak could not be determined. The patient remains ongoing on vad support and no further issues have been reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Bleeding on newly implanted pump was erroneously reported under MFR 916596-2020-03878 along with a pump exchange. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that bleeding around the original apical cuff and pump inflow cannula was seen post pump exchange. The pump exchange as well as the bleeding on the new pump was previously reported under MFR 2916596-2020-03878. No further information was provided.